Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to dislodgment and high pacing threshold. Another ra lead was successfully implanted. No additional adverse patient effects were reported.